Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration at a daily dose of 2 mg/day via an implantable infusion pump for non-malignant pain. It was reported that in (B)(6) 2017 the patient had been sick and coughing. On (B)(6) 2017 the patient thought her pump moved. The patient said it felt like something was twisted, and painful by the pump. The patient had a spastic feeling near the pump. The patient said she could not feel the base of her pump through the skin. The patient said she felt like she had fat tissue over the pump. The patient felt like the pump shifted. The patient said the pump was tender around the site today (B)(6) 2017. The patient did not have falls or trauma. The patient had been sick for two weeks and coughing. No further complications were expected or anticipated.